Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file determined that there was one similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported deployment difficulties with the involved angio-seal device. The following information was provided by the user facility: the arteriotomy locator fully came out of the insert sheath; the locator was inserted into the insert sheath, and then withdrawn into the insert sheath, the locator did not stop properly and fully came out of the insert sheath; the surgeon inserted the locator in the insert sheath with difficulty to continue the procedure; the hemostasis procedure was completed as intended with involved device; blood loss was reported to be less than 250cc; and there was no impact to the patient. Additional information was received on 4/21/17: the carrier tube assembly was reused to complete the procedure, with no affect to bypass tube by pulling it out, and reinserting.

Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are not known and many have contributed the event. A search of the complaint handling database confirmed there has been one similar report for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Without the returned device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.